Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed on returned sensor and no observations found. Performed visual inspection on the plug assembly. No observation found. Extracted data using approved software. Sensor was in state 5 which is normal termination. Linearity testing was performed and all results were within specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 276 mg/dl ((B)(6) 2017 11h04) and 311 mgni/dl ((B)(6) 2017 12h48) were received and compared to built-in results of 43 mg/dl (19oct17 11h07) and 48 mg/dl ((B)(6) 2017 12h49) respectively. Customer further reported he self-administered an unspecified amount of insulin after receiving the reading of 276 mg/dl from his sensor and subsequently experienced symptoms of hypoglycemia, stating he was disorientated and unable to self-treat. A family member provided the customer with "glucose with orange juice" at 11h15 as treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.